Event description:
Complainant alleged that during biomed testing, the device failed self test and prompted "do not use", "preamp external reference failure" and "preamp internal reference failure" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device has not been received for evaluation and this complaint is still under investigation.